Event description:
It was reported that the pneumatic switch connector was broken on the motor drive unit. There was no patient involvement.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The pneumatic switch assembly was broken. A visual inspection also identified a dented top case, missing rubber feet and loose top cover hardware.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.